Event description:
During revision of a non-abbott right ventricular (rv) lead, insulation damage due to subclavian crush was observed on the left ventricular (lv) lead. The lv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.